Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported battery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) had some sort of liquid on it. It was indicated that the liquid was not from another source other than the pdm. There is no visible damage when visually inspecting the pdm. Device was discarded.